Event description:
The reporter indicated that prior to implant, the pacer was inquired and the process was slower than usual but the implant proceded. Post implant inquire took 35-45 seconds and communication made a "bink" type sound; the same behavior occurred when programming. Powering programmed off and on did not help. It took 25 seconds to reprogram a sensitivity; iegms not noisy. Received telemetry ok. Programmer worked normal with another device.